Event description:
Fmc product complaint received. Stated complaint is "saline side arm leaking blood two thirds of the way through treatment. Appeared to be leaking from point of connection to main body of arterial line." The dialysis treatment was interrupted to change out the leaking bloodline. Treatment continued without further problem. It is indicated that the complaint sample was saved. 6/29/00 qs called facility to verify sample status. 6/30/00 CT from unit called qs and reported that the used bloodline was saved, however, it was filled with blood. Qs instructed CT on how to decontaminate the sample. CT will call back with how effective it was. Pt lost minimal blood due to the leak, however, the volume of the blood within the tubing set had to be discarded, estimated blood loss total was 70cc. There was no adverse effect to the pt. CT informed qs the bloodline was completely rinsed of blood and bleached for shipment. Qs will arrange for shipment.